Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). A device diagnosis of ins migration was reported. It was reported that it took time to make good contact with the ins and the patient had to push hard to maintain contact and was hurting herself. The patient inquired if the ins was too deep and if a revision should be performed. No action was taken and the event was ongoing. The event was possibly related to the device or therapy, and was related to the implant procedure.

Event description:
The healthcare professional of the clinical study reported the ins would not be repositioned and that a replacement cannot guarantee the patient better charging.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The event was unresolved with no further action planned.